Event description:
The facility representative reported a fail code 703. Information was not provide regarding whether or not the failure occurred during a patient infusion. The hosp rep stated that there were no reports of pt injury or medical intervention. No add'l info is available.